Manufacturer narrative:
Product serial number was not provided. The intraocular lens remains implanted. (B)(4). It is of note that it is off-label to implant symfony or symfony toric in any post-refractive patient. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a post- myopic lasik symfony patient was +1.50 post-op and the doctor put in a piggyback lens model ar40m to correct the refractive difference but landed at the same +1.50. It was reported that the post-op refraction was attributed to corneal flattening. No additional information was provided to abbott medical optics.

Manufacturer narrative:
The lens remains implanted; therefore, it was not returned for investigation. A product investigation could not be performed and the reported complaint could not be verified. The manufacturing record and complaint history were not reviewed since the serial number is unknown. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.